Manufacturer narrative:
(B)(4) date sent: 1/9/2024 d4: batch # 456c60 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two ecr45g reloads(b, c) present. The reload(b) was received partially fired 1/4, reload(c) was received partially fired 1/16. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, during the functional test, the jaw could open and close without any difficulties noted. The reload(c) partially fired 1/4 is consistent with an incomplete or interrupted cycle. For the reload(b) partially fired 1/16, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event "difficult to open", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as during the functional test the jaw could open and close without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 456c60, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, the device could not fire. Changed another one to continue the surgery, after fired, could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.